Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined and the complaint can't be confirmed as no samples were received. There was no documentation of issues for the complaint of batch# 8242589 during this production run.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there was an issue with a flush that was hard to prime and had to press hard to get it to flow.